Event description:
It was reported that a pump triggered an altitude alarm, causing the customer's blood glucose level to display as "high," with the exact value unspecified. The customer took corrective action by administering a correction bolus via the pump. Tandem technical support resolved the issue by arranging for a replacement pump to be sent to the customer, who was also instructed on how to handle the pump's return and replacement process. There was no mention of an adverse impact on the customer's blood glucose level beyond the immediate alarm incident.